Manufacturer narrative:
Evaluation summary: the provided operative notes indicate that during the revision a small osteophyte was removed from the lateral neck of the scapula. The primary surgery operative notes do not provide enough detail to determine how the face of the glenoid was reamed. However, it states that during the range of motion testing there were "no signs of impingement". The reported osteophyte cannot be seen on the provided x-rays. The revision operative notes indicate that a spacer was added to create the proper joint tensioning due to laxity. Joint tensioning is based on the surgeon's clinical evaluation during the surgery. The primary surgery operative notes state that during the range of motion testing there was "good overall stability and appropriate tension on all soft tissues". The tm reverse shoulder surgical technique states "the joint should be stable throughout the range of motion. If the construct dislocates, varying thickness trial liners and/or trial spacers should be used to obtain the proper joint stability." Cause cannot be definitively determined. Evaluation: it is not suspected that the product failed to meet specifications.

Event description:
It is reported that the patient was revised due to dislocation.